Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures alarmed confirmed in device history with variable due to cold solder joint at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced low blood glucose level and had hardware low level failure. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will be returned device for analysis.